Event description:
Biomedical tech reported pt on althin-baxter system 1000 hemodialysis device with a goal removal weight of 1.3 kg actually removed 2.0 kg. The dialyzer used was a t175. There was no pt injury nor any medical intervention associated with this incident per biomedical tech.